Event description:
Failure to sense ECG rhythm in pacing mode with zoll r series defibrillator and one step pads: pt arrived at the intensive care unit with tachy/brady syndrome requiring transcutaneous pacing. The pt care team applied the zoll pads to the pt and ensured that all connections were tightly secure before attempting to transcutaneous pace. When the pt became bradycardic, the zoll function was switched from monitor to pacing and the ECG tracing on the zoll monitor was no longer visible. There were up and down dotted lines on the zoll monitor. Capture was visible on the room monitor but when the pt was transferred to a different room to have a temporary pacemaker placed, we had to transfer with no ECG monitoring as zoll did not sense paced rhythm. The entire zoll monitor and patches were changed out and had the same problem with the second set of equipment.